Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2005, this patient underwent a total aortic arch replacement procedure. The reason for this surgery was not reported to gore. On (B)(6), 2009, the patient was implanted with two gore tag thoracic endoprostheses (tg3115/06529869, tg3420/06431416) to treat an acute type-b thoracic aortic dissection. The patient tolerated the procedure without endoleaks present. On (B)(6), 2009, the patient was discharged from the hospital. On (B)(6), 2009, at the one-month follow-up study, a type ii endoleak was revealed. The false lumen diameter measured 45.7 mm. On (B)(6), 2009, at the three-month follow-up study, the type ii endoleak persisted. The false lumen diameter measured 47.8 mm. A wait and watch approach was taken to the endoleak. On (B)(6), 2009, at the six-month follow-up study, the type ii endoleak still persisted. The false lumen diameter measured 45.9 mm. On (B)(6), 2010, at the one-year follow-up study, the type ii endoleak persisted. The false lumen diameter measured 46.2 mm. A wait and watch approach was continued. On (B)(6), 2011, at the two-year follow-up study, the type ii endoleak was resolved. The false lumen diameter measured 57.5 mm. On (B)(6), 2013, at the four-year follow-up study, a type ii endoleak was again revealed. The false lumen diameter measured 57.3 mm. On (B)(6), 2014, at the five-year follow-up study, the type ii endoleak persisted. The false lumen diameter measured 60.1 mm. A wait-and-watch approach was continued. The patient completed the five-year follow-up studies, therefore no further information is available.